Manufacturer narrative:
Device was not implanted (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor put the sheath in the vessel and did not get blood return. The doctor thought that it may have been in a vein. Therefore the doctor pulled on the sheath and it broke off. They had to have a vascular surgeon come in and remove it from the artery. After this happened they had to go through the left arm. There was no reported blood loss. Surgical intervention was done to remove the broken sheath from the patients artery. The patient's condition was reported to be good. The procedure outcome was good. Additional information was received on 9/11/18: it was reported that after the diagnostic procedure angiogram and possible pci (percutaneous coronary intervention). The patient condition was stable. They utilized a second 60-1060 to complete the procedure in the left arm, which was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr glidesheath slender was returned for product evaluation. The sheath was returned in two components. The proximal portion was still attached to the hub while the rest of the section till the distal tip was fractured from the main body and returned separately. The severed section was analyzed further under microscopy. At the severed point, the sheath material appeared jagged and deformed as though tensile and torsional forces were applied. The length of the sheath was also examined and shallow indentations could be seen on the flattened surfaces. The IFU states that, "when puncturing suturing or incision the tissue near the sheath be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with a thread." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that a puncture or incision in the tissue near the sheath, inadvertently nicked the sheath and led to the reported event. However, the exact cause of the reported event cannot be definitively determined.